Event description:
One endeavor drug-eluting stent was implanted in pt for treatment of a coronary lesion. It was reported 56 months post stent implant, the pt was hospitalized due to stroke. The pt was discharged four days later. Investigator has indicated that event was unrelated to the study stent, device or procedure.

Manufacturer narrative:
Eval results: stroke.